Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: a review of the pump history revealed no indication of a rewind issue. During testing, the pump was rewound completely with no issues. The pump was exercised for 24 hours and the load and prime steps were also completed successfully with no duplicated issues. The pump case was removed, and no internal defects were found. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a motor (rewind issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.